Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve actuation failure for valve 1. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.

Event description:
Customer reports the following: "out of box failure. During pump provisioning pump started alarming pump problem and noticed that the display has some mottling in the center. Hard shut down was done at least 4 times and alarm continued. Pump had not been used on patient yet so no patient harm." Preliminary review of the device logs confirm that there is physical damage to the screen and a pneumatic valve 1 actuation failure. This did not stop an active infusion. Reporting due to the referenced technical issue of the valve actuation failure. No adverse event was reported. More information is needed to complete the investigation.